Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragments were visually analyzed. The visual inspection showed severe explantation damages such as deformations of the outer conductor coil and a deformed fixation helix. In addition, cuttings were found along the lead body. Based on the symptoms, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Event description:
This device was returned without documentation from an unknown source. There was no information after calling medtronic, st. Jude medical, ela, and boston scientific. The patient's following physician had no information as well. Should additional information be received, this file will be updated.